Manufacturer narrative:
Concomitant medical products: 694765 lead implanted:(B)(6) 2008,(B)(4) stent graft, (B)(4) stent graft, (B)(4) stent graft implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead noise was noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.